Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of irregular low voltage alarms occurring despite connecting to fully charged and clean equipment was not confirmed; however, the no external power alarm triggered during troubleshooting was confirmed. The log file was reviewed for the reported event date (B)(6) 2025. The system controller event log file revealed a no external power alarm on (B)(6) 2025 at 10:41:10 consistent with a double power cable disconnect. The no external power alarm resolved by 10:41:15 when the white power cable was reconnected to the power module. The black power cable was later reconnected at 10:41:17 indicating that the system power was fully restored. The backup battery was able to provide power to the controller during the no external power event. The alarm did not affect the controller's ability to operate the pump at the set speed. No irregular low voltage alarms were observed, and no other notable alarms were active in the submitted log file. The root cause of the irregular low voltage alarms could not be determined through this analysis; however, the no external power alarm was determined to be due to user error. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 08feb2023. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage and no external power alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ describes how to properly care for all heartmate equipment, including the system controller and its power cables. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low voltage alarms despite having fully charged batteries and clean equipment. The event log file captured a couple random power cable disconnect events on the white power lead while using the power module. There were also no external power events on (B)(6) 2025 at 10:41 while using the power module. Technical services stated that both power leads were disconnected at the same time enabling the emergency backup battery (ebb) in the system controller until power was restored back to the system controller. The event lasted around 15 seconds. It was thought that the patient purposefully caused the no external power alarm because they kept getting the low voltage and power cable disconnects. There were no low voltage events in the log file. The patient's numerous pulsatility index (pi) events possibly overwrote the alarms reported. The alarm was attempted to be replicated but could not be. The system controller was exchanged.